Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there were false air detected alarms. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed an "air detected: art stopped" message on the central control monitor (ccm) when connected and assigned to the laboratory use only (luo) air bubble detector (abd) module. The air sensor icon on the ccm flashes red with an audible alert. It was determined that the sensor was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the ultrasonic air bubble detector air sensor was replaced. The unit operated to the manufacturer's specifications. The suspect device was sent to the manufacturer for further evaluation.